Event description:
It was reported during an ischemic ventricular tachycardia case; a pericardial effusion was noticed. Caller reported that the patient had a drop in blood pressure after mapping. Call confirmed this was before any ablation had been completed. The pericardial effusion was confirmed by intracardiac echocardiography. Caller reported that the medical intervention provided was a pericardiocentesis. Caller stated after they identified the pericardial effusion and while they prepared for the pericardiocentesis, the physician decided to complete a few ablations using an smarttouch surround flow catheter (d134804 / 31431820l). Caller stated the patient was not improving after the pericardiocentesis, so they were sent to the or for surgery where a small perforation was found in the right ventricle. The patient was reported to be in stable condition. Caller stated the physician believes the competitive abbott quad catheter caused the perforation while the patient was in ventricular tachycardia. Two bwi catheters were in the body at the time the injury was discovered. The optrell catheter and the soundstar catheter (10439236/g9475637). Both catheters were brand new and not reprocessed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).